Manufacturer narrative:
(B)(4). This lead is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was explanted due to an unspecified product performance issue. Additional information was received confirming this lead was explanted due to increased impedance and capture thresholds. In addition, the physician stated that he could see wear on this lead when explanted. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.